Event description:
On (B)(6) 2012 the lay user/patient contacted lifescan (lfs) alleging her onetouch ping meter was prompting an error 1 message when she was attempting to test her blood glucose. Per the ot ping owner's booklet, the error 1 message prompts when there is a problem with the meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported on (B)(6) 2012 at 6pm she had obtained a reading of 'greater than 250mg/dl' and bolused herself accordingly. On (B)(6) 2012 prior to the start of the alleged issue the patient reported having symptoms of being 'sweaty, hot, stomach hurts and cranky.' The patient reported on (B)(6) 2012 7am upon waking she turned on the meter and it beeped and an error 1 appeared without inserting a test strip. The patient reported using insulin pump therapy (type unknown) to manage her diabetes. The patient denied receiving any treatment in response to the alleged issue. At the time of troubleshooting, the cca determined that this was not the first time the meter had been used. There is no indication the alleged issue caused or contributed to an adverse event. The patient reported being symptomatic prior to the start of the alleged issue. However this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.